Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) was taken out of storage mode two months prior to the implant procedure, and was programmed to brady=normal, post shock=off. At implant, the device was programmed to brady=on, and an attempt was made to do an intrinsic test. Instead of vvi=30 being observed, however, pacing was programmed off and the patient became asystolic until the test was completed. The physician recommended adding a cancel intrinsic test button to the programmer. There have been no reported symptoms associated with this clinical observation.